Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. The assembly process and mfg procedure for catalog number 1619 was reviewed and no findings were found which could potentially relate to the reported issue. The DHR (device history record) review for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non conformance reports were originated for the lot number that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: the complaint alleges that the circuit leaked during biomed testing. The circuit was not used on a pt at the time of testing. No report of pt injury.